Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/20/2019. The manufacturer's field service engineer (fse) performed troubleshooting with the customer and recommended the customer replace the flow sensor module. The customer replaced the flow sensor module to address the finding and the unit was repaired. A gas delivery system (gds) was return for analysis. An investigation was performed and the reported issue was caused by an out of spec air flow sensor u1.

Event description:
It was reported that the air flow was inaccurate. The air flow sensor is -2.8 with zero flow. There was no patient involvement.